Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to possible pocket erosion. Reportedly the patient complained that the device was sticking out and moving, but the doctor reassured that this was typical as the patient was thin. In addition, the patient reports that the pocket location was swollen and it's painful to touch. There was no additional adverse patient effects reported. This ra lead remains in service.